Event description:
The physician attempted arteriotomy closure with the perclose a-t monofilament device after a diagnostic procedure. Closure of the right common femoral artery was successful. Fluoroscopy was performed to determine arteriotomy placement in the left common femoral artery. The device was inserted at a 45-degree angle. There was no report of difficulty with insertion of the device. Good marking was achieved. The needles were deployed without difficulty but a posterior cuff miss occurred. A second device was inserted at a 45-degree angle without incidence. The needles were deployed without difficulty. A posterior cuff miss occurred again. The device was removed. Manual compression was performed and hemostasis was obtained. The pt was noted to have a hematoma. The next day, the hematoma was observed to have grown to be approx 10cm in size. The physician reported that "the hematoma was due to the pt, who was non-compliant during and after the procedure by moving around and not lying still". It was reported that in 2003 the hematoma had developed into a pseudoaneurysm. The pt was taken to surgery 4 days later for arterial repair. The pt remains in the hosp at the time of this report and is doing "fine".